Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/pelvic area') in a (B)(6) female patient who had essure (batch no. E24122) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, dizziness, vomiting, tooth pain and abdominal pain. Previously administered products included for an unreported indication: zofran. Concurrent conditions included acute depression, hepatitis and hypertensive. Concomitant products included diphenhydramine hydrochloride, ethinylestradiol;norethisterone acetate (loestrin), hydrocodone bitartrate;paracetamol (vicodin), norethisterone (micronor), nsaids, paracetamol (acetaminophen), ranitidine and valproate semisodium (depakote). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and complication of device insertion ("complication while inserting the coils"). The patient was treated with clindamycin, escitalopram oxalate (lexapro), hydrochlorothiazide (hydrochlorothiazide), ibuprofen, vitamin d nos (vitamin d) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and complication of device insertion outcome was unknown. The reporter considered anxiety, complication of device insertion, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 1st device loaded through operating channel of hysteroscope, and inserted into the left tubal ostium. Trailing coils in uterus: 6 2nd device loaded through operating channel of hysteroscope, and inserted into the right tubal ostium. Trailing coils in uterus 08 patient tolerated procedure well. Discrepancy noted : as per summon hsg done esssure device was successfully occluded. Per pfs she did not underwent essure confirmation test. Discussion notes: essure devices placed without difficulty (per mr) information received: complication while inserting the coils (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: esssure device was successfully occluded.. Pregnancy test urine - on (B)(6) 2017: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received. Removal details added. Case becomes serious incident. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('pain/pelvic pain/pelvic area') and device breakage ('fragmented essure contraceptive device') in a 24-year-old female patient who had essure (batch no. E24122) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, dizziness, vomiting, tooth pain and abdominal pain. Previously administered products included for an unreported indication: zofran. Concurrent conditions included acute depression, hepatitis and hypertensive. Concomitant products included diphenhydramine hydrochloride, ethinylestradiol;norethisterone acetate (loestrin), hydrocodone bitartrate;paracetamol (vicodin), norethisterone (micronor), nsaids, paracetamol (acetaminophen), ranitidine and valproate semisodium (depakote). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), complication of device insertion ("complication while inserting the coils"), bladder disorder ("bladder / urinary problems"), urinary tract disorder ("bladder / urinary problems") and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with clindamycin, escitalopram oxalate (lexapro), hydrochlorothiazide (hydrochorothiazide), ibuprofen, vitamin d nos (vitamin d) and surgery (bilateral salpingectomy, bilateral salpingectomy with removal of essure devices and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, depression, anxiety, complication of device insertion and device breakage outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder and urinary tract disorder had resolved. The reporter considered anxiety, bladder disorder, complication of device insertion, depression, device breakage, fallopian tube perforation, heavy menstrual bleeding, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: 1st device loaded through operating channel of hysteroscope, and inserted into the left tubal ostium. Trailing coils in uterus: 6 2nd device loaded through operating channel of hysteroscope, and inserted into the right tubal ostium. Trailing coils in uterus 08 patient tolerated procedure well. Discrepancy noted : as per summon hsg done esssure device was successfully occluded. Per pfs she did not underwent essure confirmation test. Discussion notes: essure devices placed without difficulty (per mr) information received: complication while inserting the coils (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: esssure device was successfully occluded. Pregnancy test urine - on (B)(6) 2017: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: mr received. Reporters information were added. Event:fragmented essure contraceptive device were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and pelvic pain ('pain/pelvic pain/pelvic area') in a 24-year-old female patient who had essure (batch no. E24122) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, dizziness, vomiting, tooth pain and abdominal pain. Previously administered products included for an unreported indication: zofran. Concurrent conditions included acute depression, hepatitis and hypertensive. Concomitant products included diphenhydramine hydrochloride, ethinylestradiol;norethisterone acetate (loestrin), hydrocodone bitartrate;paracetamol (vicodin), norethisterone (micronor), nsaids, paracetamol (acetaminophen), ranitidine and valproate semisodium (depakote). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), complication of device insertion ("complication while inserting the coils"), bladder disorder ("bladder / urinary problems") and urinary tract disorder ("bladder / urinary problems"). The patient was treated with clindamycin, escitalopram oxalate (lexapro), hydrochlorothiazide (hydrochorothiazide), ibuprofen, vitamin d nos (vitamin d) and surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, depression, anxiety and complication of device insertion outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered anxiety, bladder disorder, complication of device insertion, depression, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: 1st device loaded through operating channel of hysteroscope, and inserted into the left tubal ostium. Trailing coils in uterus: 6 2nd device loaded through operating channel of hysteroscope, and inserted into the right tubal ostium. Trailing coils in uterus 08 patient tolerated procedure well. Discrepancy noted : as per summon hsg done esssure device was successfully occluded. Per pfs she did not underwent essure confirmation test. Discussion notes: essure devices placed without difficulty (per mr) information received: complication while inserting the coils (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: esssure device was successfully occluded.. Pregnancy test urine - on (B)(6) 2017: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and pelvic pain ('pain/pelvic pain/pelvic area') in a 24-year-old female patient who had essure (batch no. E24122) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, dizziness, vomiting, tooth pain and abdominal pain. Previously administered products included for an unreported indication: zofran. Concurrent conditions included acute depression, hepatitis and hypertensive. Concomitant products included diphenhydramine hydrochloride, ethinylestradiol;norethisterone acetate (loestrin), hydrocodone bitartrate;paracetamol (vicodin), norethisterone (micronor), nsaids, paracetamol (acetaminophen), ranitidine and valproate semisodium (depakote). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), complication of device insertion ("complication while inserting the coils"), bladder disorder ("bladder / urinary problems") and urinary tract disorder ("bladder / urinary problems"). The patient was treated with clindamycin, escitalopram oxalate (lexapro), hydrochlorothiazide (hydrochorothiazide), ibuprofen, vitamin d nos (vitamin d) and surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, depression, anxiety and complication of device insertion outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered anxiety, bladder disorder, complication of device insertion, depression, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: 1st device loaded through operating channel of hysteroscope, and inserted into the left tubal ostium. Trailing coils in uterus: 6 2nd device loaded through operating channel of hysteroscope, and inserted into the right tubal ostium. Trailing coils in uterus 08 patient tolerated procedure well. Discrepancy noted : as per summon hsg done esssure device was successfully occluded. Per pfs she did not underwent essure confirmation test. Discussion notes: essure devices placed without difficulty (per mr) information received: complication while inserting the coils (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: esssure device was successfully occluded.. Pregnancy test urine - on (B)(6) 2017: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : event added fallopian tube perforation, bladder and urinary tract disorder.outcome for event pain, bleeding and bladder/urinary problem updated from unknown to recovered resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('pain/pelvic pain/pelvic area') and device breakage ('fragmented essure contraceptive device') in a 24-year-old female patient who had essure (batch no. E24122) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, dizziness, vomiting, tooth pain and abdominal pain. Previously administered products included for an unreported indication: zofran. Concurrent conditions included acute depression, hepatitis and hypertensive. Concomitant products included diphenhydramine hydrochloride, ethinylestradiol;norethisterone acetate (loestrin), hydrocodone bitartrate;paracetamol (vicodin), norethisterone (micronor), nsaids, paracetamol (acetaminophen), ranitidine and valproate semisodium (depakote). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), complication of device insertion ("complication while inserting the coils"), bladder disorder ("bladder / urinary problems"), urinary tract disorder ("bladder / urinary problems") and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with clindamycin, escitalopram oxalate (lexapro), hydrochlorothiazide (hydrochorothiazide), ibuprofen, vitamin d nos (vitamin d) and surgery (bilateral salpingectomy, bilateral salpingectomy with removal of essure devices and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, depression, anxiety, complication of device insertion and device breakage outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder and urinary tract disorder had resolved. The reporter considered anxiety, bladder disorder, complication of device insertion, depression, device breakage, fallopian tube perforation, heavy menstrual bleeding, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: 1st device loaded through operating channel of hysteroscope, and inserted into the left tubal ostium. Trailing coils in uterus: 6 2nd device loaded through operating channel of hysteroscope, and inserted into the right tubal ostium. Trailing coils in uterus 08 patient tolerated procedure well. Discrepancy noted : as per summon hsg done esssure device was successfully occluded. Per pfs she did not underwent essure confirmation test. Discussion notes: essure devices placed without difficulty (per mr) information received: complication while inserting the coils (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: esssure device was successfully occluded. Pregnancy test urine - on (B)(6) 2017: negative. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.